Manufacturer narrative:
(B)(4). It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). The complaint device was not returned for evaluation, therefore the reported complaint cannot be confirmed, and a definitive root cause could not be determined.

Event description:
Patient's grandmother contacted dexcom technical support on (B)(6) 2015, to report a red, rash with welts that required medical intervention. The sensor was inserted on (B)(6) 2014, and the rash was noticed the same day. Reportedly, the patient was not taken to the doctor for the rash until (B)(6) 2015. The doctor told the patient to call dexcom. Additionally, it was reported that the rash went away four months after it started. No additional event or patient information is available.